Event description:
It was reported that during an unknown procedure, part of the device entered into the patient. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The analysis results of the found that the device was received with the duckbill out of position and present. One potential cause for the damage found may be the snagging of an instrument during insertion. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.